Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported that the groshong catheter was broken out of the patient on (B)(6) 2018. It was stated the reason of the break is unknown. There was no reported patient injury. Reportedly, the groshong catheter had been implanted on (B)(6) 2018.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter break was confirmed and was determined to be use related. The product returned for evaluation was a 4fr s/l groshong nxt clearvue PICC. The sample was returned with the wings attached to a statlock securement device and the sample contained usage residue throughout. The sample contained a complete break 9mm distal of the 45cm depth marking and the other catheter segment was not returned. The tubing near the break site appeared wavy in form. Microscopic examination of the fracture surface revealed that the site was dull, granular, and topographically complex. Tensile evaluation revealed extreme tensile strength loss from the 45cm depth marking to the fracture end. These features are characteristic of a tensile break. The catheter was pulled to failure. No evidence of a manufacture deficiency was observed on the device. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the groshong catheter was broken out of the patient on (B)(6) 2018. It was stated the reason of the break is unknown. There was no reported patient injury. Reportedly, the groshong catheter had been implanted on (B)(6) 2018.